Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l75131, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a male patient receiving intrathecal bupivicaine 5mg/ml at 2mg/day and morphine 50mg/ml at 20mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that the patient was in excruciating pain following an MRI. An MRI was performed on (B)(6) 2015 due to the patient's on and off migraine headaches for months, and it was noted that there was not a suspected problem with the device or therapy. The hcp has not checked the logs, as it was noted that he patient was in too much pain to come into the office. The patient had not heard any alarms. Additional information received from the hcp reported that the MRI results were normal, and the migraines had resolved spontaneously. Diagnostics were performed related to the pain after the MRI, and interrogation of the pump was performed and a motor stall recovery occurred. The date of the patient outcome, motor stall, or duration of the stall remained unknown at the time of this report; if additional information is received this report will be updated.

Event description:
Additional information was received from an hcp. Regarding when the motor stall recovery occurred, it was noted the recovery was when the patient came out of the MRI scanner, "as expected."